Event description:
Philips received a complaint from the customer on the v60 indicating that there was an error code 1104 backup alarm failed that indicated the primary speaker was malfunctioning. The cpu pcba board was replaced and now the customer is requesting option codes to re-enable device functions. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states he replaced the cpu and reprogrammed the serial number. The rse provided option codes per customer request. Per a good faith effort (gfe) response, there were excessive treatment alarms generated for some time before the error code was generated. It was suspected the cpu piezo speaker went bad because of this. The replaced cpu board needed the option codes. The defective cpu board was discarded. The unit passed post the cpu board replacement test and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.